Event description:
Voyager balloon catheter ruptured x4. In each instance the rupture occurred not in the balloon itself but at the proximal portion of the monorail shaft where the wire comes out. No pt injuries occurred.